Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump. It was noted that there was baclofen in the pump but it wasn't turned on yet. The indication for use was intractable spasticity. It was reported that the pump that was implanted on (B)(6) 2017 was removed on (B)(6) 2017 due to infection. It was indicated that the consumer reported infection symptoms. Information was requested regarding if there was a way to test if the patient would ¿react¿ to the pump. It was noted that the surgeon would put in another pump in about five months. The consumer was redirected to follow-up with a healthcare professional (hcp) to discuss a reaction to the pump. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.